Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(4) alleging an error 4 message issue with the one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. The test strips were returned; however product analysis was unable to do a test as 1 vial returned was empty and the other vial had used test strips.lifescan (lfs) received the meter involved with this complaint on (B)(6) 2012; however the investigation has not been completed. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (07/05/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to work properly. The patient also returned 2 vials of test strips; however, pa unable to perform testing since one vial was returned empty and the other vial contained used test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.